Event description:
Reporter alleged obtaining the results of 342 mg/dl, 210 mg/dl and 111 mg/dl back to back within 10 minutes on the aviva system. Reporter stated he took 34 units of novolog based on the 210 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.